Event description:
Fse placed by md. Didn't work. Cables and external fetal monitor replaced. Fse still didn't work. 2nd fse replaced by md. 2nd scalp electrode also didn't work. 3rd scalp electrode (from different lot than the first two) worked fine. Fetus was not harmed, neither was mother, but placement is considered an invasive procedure.